Manufacturer narrative:
The customer's report that the pcu alarmed with error code 133.6090 during use on a patient was confirmed. Physical inspection of the device showed thermal damage at the left iui connector, pins 14 and 15. The iui gasket and rear case had thermal burns. Review of the pcu error log showed that the error code 133.6090.0 occurred at 2:30pm on (B)(6) 2018 and again at 11:23am on (B)(6) 2018; the log only error code 120.4370.5 (low_8v_failure) was also recorded after the audio failure. Analysis of the pcu event log showed the occurrence of channel disconnected alarms just prior to the 133.6090 error event on (B)(6) 2018. The pcu was only powered on when the 133.6090 error and 120.4370 error were recorded on (B)(6) 2018. The recorded channel disconnects and error codes can be recorded when there is thermal activity occurring at interfaced iui connectors; a short can place a large current load on the 8 volt supply. When powered on during testing the pcu did not repeat the error code 133.6090.0 and there was no smell of smoke. The resistance across adjacent pins was measured with the expectation of an open condition; however the thermally damaged pins 14 and 15 had a measured short at 5.7ohm. The root cause is attributed to the thermally damaged left iui connector that was shorted at pins 14 and 15 from fluid ingression that had occurred at some point in time.

Event description:
The customer reported the pc unit alarmed with error code 133.6090 during use on a patient. When evaluating the device, the biomed technician noted a burnt odor. The customer denied visualization of sparks, flames, or smoke. There was no report of patient harm.